Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224trk ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in superior vena cava (svc) coil impedance until it triggered an alert for out of range high svc coil impedance. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.